Event description:
Reportedly, when operating, approached to the pulmonary artery,tried to fire, then the crack of the instrument would be confirmed. The dlu dropped off from the instrument several times. Exchange the instrument and fired then confirmed the force of squeezing the handle was very stiff but doctor managed to fire as reinforced the fragment with hand sewing. On the way of confirming, the nerve side, the bleeding occurred again. After forty minutes, the artificial heart and lung would be displanted, after 30 minutes, transfused. Used another device. Procedure: pneumonectomy.